Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was in a poor environment/source of water which lead to peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. Three weeks after the onset, the patient recovered from the peritonitis and discontinued treatment with antibiotics. Dianeal therapies were ongoing. No additional information is available.